Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided. Customer declined to troubleshoot the issue as the customer was aware of bg cause; however, bg cause was not provided. No additional information was provided.